Event description:
It was reported that pump insulin gauge displayed fill amount different than expected, with pump showing 85 units while caller expected 210 units, and issue was still occurring during call. There was no reported impact to the customer¿s blood glucose level. Customer confirmed proper cartridge filling steps, including using room temperature insulin, not reusing or overfilling cartridge, and stated she no longer needed assistance and would call back if additional help was needed.